Event description:
Additional information was received from the patient. It was reported that the patient fell on concrete on the battery. After they realized it was the battery, the patient called the hcp office and they checked the battery and it wouldn't respond. The patient said the issue was resolved after a month. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient regrading patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient fell 3 weeks ago and landed on her device. Reports patient is in ER for right lower back pain, decreased mobility and increased pain. Caller reports ins is implanted on the right side. On 6/28, patient reported that they fell the "first week of june" on her ins and now she can't walk or move. Ins is right over her si joint and patient was afraid that when she fell she may have cracked or broke it. Patient mentioned that she went to the ER yesterday. Following the fall her stimulator worked for a little while and now it won't. Patient stated that she can tell that nothing comes on. Patient further clarified that she is not getting therapy benefit and she can't feel stimulation. Patient confirmed on the call with her programmer that stimulation is on and stated that she was on group b at 5.00. Patient mentioned that her programmer showed she was "upright" when she was "sitting down" on the call. Patient mentioned that she has "bad si joints" and confirmed that it is unrelated to her device/therapy. No further complications were reported/anticipated.